Event description:
A company representative - service personnel contacted technical service to report that the golvo 9000 was missing the two bolts that hold the mast in place. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was not requested for service since troubleshooting and solution was provided via phone.

Manufacturer narrative:
The hrc technician provided the appropriate part number and pricing information to order a mast attachment kit. This issue will be resolved with the installation of the new complete part ordered by the customer. Although there was no adverse event associated with this complaint, if the bolts that hold the lifts mast together were missing during a patient transfer it could lead to a serious injury or death therefore baxter is reporting this device malfunction.